Event description:
Per admitting history and physical exam: six months after implant, the pt experienced increased shortness of breath and hematuria. Pt had been taking coumadin, and on re-eval was found to have paravalvular leak as demonstrated on echocardiogram. The pt also had "two-pillow" orthopnea. Add'l info has been requested.